Event description:
New information received notes that the lead was capped and replaced.

Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory patient notifier. Upon interrogation, low, out of range, hv lead impedance was observed. Further testing was recommended.